Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4)

Event description:
The consumer reported that they were no longer a client of the manufacturer. The patient had the implant removed on (B)(6) 2015. The patient was in severe pain with the implant. The patient started experiencing the severe pain about 3 weeks after implant. The pain went from belt up right leg to ankle. The patient noted that the circumstances that led to the severe pain and possibly change in setting on remote or maybe post-surgery problem. The patient was 90 percent better once the device was removed. Later the patient reported that the device was removed on (B)(6) 2014 and had surgery on their back on (b)(6 2014. The pain was 94 percent improved after surgery. Relevant medical history included: non-malignant pain